Event description:
Procedure: oopheropcystectomy: reportedly, during use it was confirmed that a part of the instrument had fallen into the pt cavity. The piece was retrieved and there was no pt injury.